Manufacturer narrative:
Device evaluated by manufacturer: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that from 11th row, stent struts were stretched distally to cover the distal markerband and tip. It was also noted that the stent was still crimped on the balloon and did not come off the delivery system during the examination. The undamaged proximal portion of the crimped stent outer diameter was measured and was within specification. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several slight kinking on the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft polymer extrusion profile section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the coronary artery. A 2.25x24mm promus premier¿ stent was selected to treat the lesion. However, the stent fell off the balloon.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the coronary artery. A 2.25x24mm promus premier stent was selected to treat the lesion. However, the stent fell off the balloon.